Manufacturer narrative:
On 05/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture and pain in the implant. During evaluation of the sample, a siltex cracking was observed in the anterior view. Within the siltex cracking, a rupture was noted, measuring approximately 1.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indications that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/18/2019, mentor received additional information about the event. - it was initially reported that the date of event is (B)(6) 2019. New information states that the date of event is (B)(6) 2019. This is the date that MRI was performed that confirmed bilateral rupture of breast prostheses. - the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2019. - the patient was experiencing pain in her left breast. On 07/01/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450 cc gel breast prosthesis (right device) and an unknown mentor breast prosthesis (left device) when both prostheses ruptured after implantation. Bilateral rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.